Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted h3 other text : no lot or item number available

Event description:
Doctor called in to obtain information on removing a 3-I abutment screw from a 3-I implant placed over 10 years ago. Called doctor to confirm that removal kit was received and that screw was retrieved and was discarded. Implant is functional.